Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04597. The pt received two leads with the same lot number. It was reported the pt had an infection at the lead incision site. The pt had taken oral antibiotics, but the issue had not resolved. The physician explanted the scs system. It was reported the culture was positive for (B)(6).